Manufacturer narrative:
The d6a, date of implant was updated.

Event description:
It was reported from a non-clinical environment, the patient¿s atrial lead exhibited low pacing impedance. No intervention or procedure was performed. The patient was stable.